Event description:
Factory failure analysis of the main pcb board revealed physical damage and a broken solder connection. The ventilator's remote alarm port provides a signal during ventilator alarm conditions to be sounded at remote locations away from the ventilator. A broken solder connection of the remote alarm connector may result in no alarm sounding to the customer at a remote station if there is a ventilator alarm condition.